Event description:
My son (B)(6) a dialysis pt had a hemodialysis catheter implanted in his heart on (B)(6) 2012. (B)(6) was found by me, deceased. His death was unexpected and unattended. His death was preventable. Per autopsy report the catheter pierced a hole in his heart and was the direct cause of his death. The user facility clinic that implanted the catheter has failed to report this incident of death to the MFR and the FDA. On (B)(6) 2012, at 4pm an unlicensed, non certified pct (trainee) disconnected the catheter from the dialysis machine (B)(6) experienced a sudden pain in his chest. (B)(6) informed them of the pain. They discharged (B)(6) to go home, saying that he was fine.